Event description:
It was reported that this right atrial (ra) lead was unable to confirm capture. Technical services (ts) was consulted and recommended performing x-rays to confirm lead position. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was unable to confirm capture. Technical services (ts) was consulted and recommended performing x-rays to confirm lead position. The lead remains in service. No adverse patient effects were reported.